Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the joint of the monopolar curved scissors instrument was misaligned. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tube extension fractured next to one of the keys that mates with the prox clevis. The clevis was dislodged. Electrical continuity testing was performed and passed. Evidence not conclusive, but the tube extension likely broke due to excessive side loading or other mishandling/misuse. An additional observation not reported was the instrument tube extention pad printing was removed. Evidence not conclusive, but the pad printing damage is likely due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.